Event description:
On (B)(6) 2010, patient reported he noticed the infusion set he was priming was leaking insulin from the base of the needle. Patient stated he noticed this while priming and holding it horizontally. Patient reported there were no physical tears or damage that he could see on the infusion sets. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.